Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01283. The hospital disposed of the device.

Event description:
On (B)(6) 2017, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient presented to the hospital with a baseline national institutes of health stroke scale (nihss) score of 20. The patient was directly treated with mechanical thrombectomy (no IV rt-pa was administered). During the procedure, the physician placed a neuron max in the target vessel then completed the first pass using a penumbra system ace 68 reperfusion catheter (ace68) which resulted in a thrombolysis in cerebral infarction (tici) score of 0. The physician then used a 3maxc to aspirate in the distal vasculature. After completing the second pass, the patient¿s tici score was 3. Subsequently, a follow-up non-contrast computerized tomography (ncct) performed 24-hours after the procedure revealed evidence of intracranial hemorrhage (hemorrhage infarction type 2 (hi-2)) and subarachnoid hemorrhage. This adverse event of intracranial hemorrhage (ich) with subarachnoid hemorrhage (sah) was resolved with no additional action taken, and the patient was discharged on (B)(6) 2017 with a nihss score of 6 and transferred to a reference hospital. The intracranial hemorrhage (ich) with subarachnoid hemorrhage (sah) was adjudicated to be of moderate severity with an unrelated relationship to the ace68, uncertain relationship to the other penumbra devices, uncertain relationship to the non-penumbra devices, uncertain relationship to the angiographic procedure, and uncertain relationship to the index stroke.